Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) results were generated on an unicel dxc 600i synchron access clinical system for multiple patients across multiple days. This report represents the erroneous, elevated accutni results, both within the risk stratification range and above the acute myocardial infarction (ami) threshold, generated for one patient from the unicel dxc 600i synchron access clinical system on (B)(6) 2012. The initial erroneous accutni results were reported outside of the laboratory however, there was no death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter inc. Assessment of customer supplied data indicated that repeat testing of the initial sample on an alternate instrument produced a lower result within the normal range of the assay. The repeat result was regarded as valid. The sample was a lithium heparin sample. The reagent lot associated with this event was 218278. Beckman coulter inc. Assessment of customer supplied instrument/assay performance data indicated that quality control and calibration results were performing within assay/instrument specifications during the timeframe of the event. A system check performed prior to the generation of the erroneous accutni results demonstrated a failing unwashed portion of the assessment due to an increased percent coefficient of variation. The technician who performed the initial failing system check did not notice the failure and analyzed patient samples under a failing system check. A repeat system check, which was performed prior to the generation of the erroneous accutni results, passed within instrument specifications.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noted "wash valve/pump motion errors" were posted to the instrument's event log. The fse replaced the valve block and aspirate probes in response to these error messages and performed two modifications to the instrument while on-site. The failure mode for this event was an instrument hardware malfunction. Associated mdrs: 2122870-2012-01732, 2122870-2012-01726, 2122870-2012-01723.